Event description:
It was reported during the implant procedure that the physician was not satisfied that the set screws could be tightened down, said he had "no torque" with the wrench. Physician stated that something was wrong with the rv (hvb) port. Tried screwing in lead numerous times and he said it felt loose and the screw tool was not transmitting torque. Never could get the "click" sound. Rv (hvb) port set screw malfunction. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found however, the visual inspection revealed damage to the grommet and grommet material in the setscrew socket which prevented proper insertion of the torque wrench.